Event description:
It was reported that this pacemaker recorded an episode where cross chamber blanking was observed. The patient is atrially dependent and due to the blanking, atrial pacing is not delivered, and sometimes ventricular events are not sensed. More than 2 seconds atrial asystole was observed. Reprogramming options were discussed. The pacemaker remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.